Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of an infection. There were no additional adverse effects reported. Evidence reasonably suggests that this lv lead was explanted.